Manufacturer narrative:
(B)(4). An ultraflex tracheobronchial covered distal release stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received deployed, unraveled and expanded. A kink at the distal end of the shaft was also noted. The stent was measured to be within specification. No other issues with the stent and delivery system were noted. The damage noted to the delivery system was consistent with excessive force being applied during use. The unraveling of the stent may have been due to manipulation, excessive handling or resistance while the stent was deployed or removed. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to procedural factors such as handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on april 15, 2019 that an ultraflex tracheobronchial covered distal release stent was used during an airway stent implantation procedure performed on (B)(6) 2019. According to the complainant, during stent deployment, the delivery system bent and the stent was deployed into the wrong lung. The physician had to extubate to remove the stent from the patient. Reportedly, the case was completed with no patient complications. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on april 15, 2019 that an ultraflex tracheobronchial covered distal release stent was used during an airway stent implantation procedure performed on (B)(6) 2019. According to the complainant, during stent deployment, the delivery system bent and the stent was deployed into the wrong lung. The physician had to extubate to remove the stent from the patient. Reportedly, the case was completed with no patient complications. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.